Manufacturer narrative:
An event regarding pain and loosening involving an unknown tritanium shell was reported. The event was confirmed. Method & results: product evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "the primary harm involved is loss of fixation total hip implants. The index surgery was performed on a relatively young patient with deficient acetabular bone stock. A 13 year survival of a tha under these circumstances is an unfortunate but expected outcome." Product history review: not performed as the product was not properly identified. Complaint history review: not performed as the product was not properly identified. Conclusions: the investigation concluded that patient was revised due to loosening. The provided medical records were reviewed by a consulting clinician who indicated that the primary harm involved is loss of fixation total hip implants. The index surgery was performed on a relatively young patient with deficient acetabular bone stock. A 13 year survival of a tha under these circumstances is an unfortunate but expected outcome. No further investigation for this event is possible at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2017, rep provided a post-op report which indicated patient had a previous revision on (B)(6) 2006. This event is for the revision of the primary implant. As reported in the post-op notes: "¿underwent right total hip replacement three years ago...has developed progressive pain, instability associated with her hip. Workup reveals a grossly unstable acetabular component with migration as well as some worsening loosening on the proximal aspects of the [competitor] femoral component..."

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
In reporting a revision of patient's right hip on (B)(6) 2017, rep provided a post-op report which indicated patient had a previous revision on (B)(6) 2006. This event is for the revision of the primary implant. As reported in the post-op notes: "¿underwent right total hip replacement three years ago...has developed progressive pain, instability associated with her hip. Workup reveals a grossly unstable acetabular component with migration as well as some worsening loosening on the proximal aspects of the [competitor] femoral component..."